Event description:
The manufacturer received info alleging a ventilator would not charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, it was found that the device would not charge its internal battery to full capacity. The device's battery charge limit was reset to address the issue.